Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h11: block h6 (evaluation conclusion code) was corrected based on updated product investigation performed on december 11, 2023.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp), for treatment of biliary obstruction on (B)(6) 2023. During testing prior to the procedure, water ingress was observed under the scope's lens. The physician began the procedure using this scope. While the scope was in the patient's duodenum, water ingress worsened, and the image deteriorated. Therefore, another exalt model d scope was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp), for treatment of biliary obstruction on (B)(6) 2023. During testing prior to the procedure, water ingress was observed under the scope's lens. The physician began the procedure using this scope. While the scope was in the patient's duodenum, water ingress worsened, and the image deteriorated. Therefore, another exalt model d scope was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #): on (B)(6), boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.